Event description:
The caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer technical support instructed the caller to remove the case from the pump, inspect the pump and pneumatic tap area, and remove the o-ring from the pneumatic tap. The area was cleaned with an alcohol wipe or lint-free cloth, and the caller was guided through reloading the cartridge. The caller successfully completed the load process and resumed insulin delivery.